Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP device. The patient alleged black particles in the repaired device along with that the seals are yellowish and hard. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.